Manufacturer narrative:
The pump was returned to animas. Eval revealed that the bolus button required hard presses to activate pump functions. All other buttons responded to user input, but the "down" arrow button contact was observed to be misaligned. The keypad rubber was observed to be intact with no visible damage. Eval demonstrated that the pump delivered insulin accurately. Bolus deliveries were accurately recorded in the pump history. Review of the pump history indicated that no bolus deliveres were made from october 13 to october 24. It is not known whether the keypad button defects altered the pt's bolus delivery regimen.

Event description:
The pt said that she had elevated blood glucose levels starting on october 25 that were between 300 and 500 mg/dl. She went to see a health care professional for a scheduled visit that day and was positive for ketones. The hcp told the pt to treat the elevation and reportedly changed her insulin sliding scale. On october 26 the pt had nausea and was vomiting and on october 27 had a blood glucose level of 314 mg/dl at 5 pm. She reportedly injected herself with insulin at 7 pm and took herself to the hospital. Her blood glucose level at the hospital was 98 mg/dl around 8 pm. The hospital reportedly ruled out and infection and admitted her for dka. The pt reported difficulty entering the bolus history and discovered that the audio bolus button was flat and did not activate pump functions when pressed. She says she bolused several times on october 25 and 26 and was unsure whether some bolus doses were not delivered as she saw that the amount delivered was less than the amount she thinks she programmed.